Event description:
The hospital reported that during the sapheneous vein harvesting procedure the toggle broke on the scissors of the harvesting cannula. A replacement unit was used to complete the procedure. Ths hospital did not report any patient complications.